Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key item was not assigned at cabinet. A technical support specialist reviewed transaction history for the refrigerator key and determined it had been de assigned by an employee, which was the pharmacist, verified that the key remained physically located inside the cubie in the drawer to which it was previously assigned, advised customer to coordinate with the pharmacy team for assistance with key reassignment. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower key item was not assigned at cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.